Event description:
It was reported that the customer experienced a low event. Customer's blood glucose level was 25 mg/dl. Customer was treated with an IV and food/orange juice. Customer was admitted as an inpatient for medical treatment. Customer is not sure of the date and the time. Customer stated that the incident was about a month ago. Customer's blood glucose level was 25 mg/dl at the time of admission. Customer was found on the floor and was passed out. Customer stated that the low event occurred due to a late lunch. Customer was instructed to monitor and to call back if the issue recurs. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).